Event description:
It was reported that an x-tip drill separated in a pt's palatal tissue during use. The dr was unable to retrieve the separated piece and plans on evaluating the healing of the area during the next scheduled appointment. The area was reported healing well as of the last visit by the pt.

Manufacturer narrative:
Though no intervention was performed in this event as of the MDR eval, there have been previously reported events resulting in an injury necessitating medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of body function. Two hundred units from three different lot numbers were returned: 080305001, 081506001, 041006001. Of the returned pieces, two drills were found to have separated in the same area, leaving approx 1.5mm extending from the driver. Thirteen unused units were also visually inspected and evaluated for separation resistance; no visual defects were noted and the samples passed the resistance testing. Please note that the rptr did not know which lot # was involved in the event. Further info pertaining to outcome of this event will be reported if it becomes available. Please not that the two separated files returned are associated with the event documented under report # 2320721-2006-00463.